Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event, as the system would not power on. The nonconforming power supply cable was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power supply cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own during procedure preparations. A back up system was used to complete the procedures. There was no patient impact.